Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, conserve plus revised for unknown reasons. Part number was not provided but a description of the part with size and model was given. Based on the description provided, it was able to determine the complete part number however, the lot number cannot be determined.